Manufacturer narrative:
One used cadd-prizm® vip pump was received for investigation. A visual inspection revealed no cracks on the case of the device, but there was contamination from fluid ingression. A review of the event history log found high pressure alarm messages occurred after the "demand dose" started. A pressure test could not be performed due to a "wrong cassette" message occurring during testing after latching a cassette. Fluid ingression was found in the pump, which was determined to be the most likely root cause for the "downstream failure". This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
It was reported that a cadd-prizm® vip pump encountered a "downstream failure". No injury was reported.

Manufacturer narrative:
Additional information: patient identifier, date of event, event problem and evaluation codes.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no cracking on the pump's cases, but contamination from fluid ingression was found. "High pressure" alarms were found in the event history log. A pressure test could not be confirmed as the pump was displaying "wrong cassette" after a cassette was latched. The root cause was determined to be fluid ingression as the result of improper user interface.